Event description:
The clinic reported that a laser vision correction patient called the emergency number at midnight and was seen by the surgeon who diagnosed the patient with a loose epithelium (epi) in the left eye. The surgeon removed the loose epi and placed a bandaged contact lens on the eye. The patient was seen again the next day and due to delayed healing and the bandaged contact lens was replaced. The patient was prescribed topical eye drops and seen again two days later. The bandaged contact lens was removed and drops were tapered. The patient's condition was reported as improving.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.  Placeholder.